Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. The customer was laying in the hot tub and wanted to keep the insulin pump above water and customer stated it was possible she had been pressing a button while doing so. Customer's blood glucose was 108 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, racked reservoir tube window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.